Manufacturer narrative:
(B)(4). Eval: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in pt's right eye. Due to excessive vaulting and high pressure, the lens was going to be exchanged for a shorter lens. A peripheral iridectomy was performed, the pressure came down. The surgeon decided to leave the implant in. The icl remains implanted. Pt is doing well.